Event description:
A malfunction alarm was reported for the pump during pumping. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in loading a new cartridge following the correct procedure and successfully resumed insulin therapy. No additional information was available regarding the original cartridge lot number.